Manufacturer narrative:
A ge representative evaluated the system and repaired a loose power plug connection and reformatted the hard drive. System operates as intended. (B) (4).

Event description:
The customer reported mixed up and missing images. No pt injury was reported.